Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage and medical intervention. It was reported that was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. It was noted a main jet with a small lateral jet that as possibly a pre-existing perforation. The first clip was successfully deployed. Then a second clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. However, mr did not change. The physician stated that it was possible that the patient had a pre-existing perforation and the second clip may have worsened it, but this cannot be confirmed. An attempt was made to treat the perforation and further reduce mr with an ntr clip first and then an xtr clip, but mr would not reduce. Both clips were removed, and the procedure ended at this point. The patient is stable and there is no plans for additional treatment. Two clips were implanted, and mr is 4+. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a conclusive cause for the reported tissue damage and unchanged mitral regurgitation could not be determined in this complaint. The reported patient effects of mitral regurgitation and tissue damage are listed in the mitraclip system instructions for use are a known possible complication associated with mitraclip procedures. The reported additional therapy/non-surgical treatment appears to be due to case specific circumstances as two additional clips were attempted to be implanted without any success and therefore were removed from the patient anatomy. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling.